Manufacturer narrative:
This report is submitted on november 02, 2023.

Event description:
Per the clinic, the patient experienced an infection at the abutment site and was treated with oral antibiotics for a duration of 15 days (specific date not reported). Subsequently, the abutment was removed on (B)(6) 2023. The implanted device remains.